Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10/d11: concomitant medical products: concomitant medical devices and therapy dates, battery drive device, battery casing device, unknown. UDI:(B)(4).

Event description:
This is report 2 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the colibri handpiece device became significantly heated. Subsequently, a sudden flash and cracking sound occurred either within the machine or the battery drive device. The connectors surrounding the housing, as well as those within the drill, had become charred. It was reported that neither the patient nor the staff were harmed and the surgery was completed successfully without any issues. It was reported that a spare device was available for use. It was reported that the devices were being used with a battery casing device. It was not reported if there were any delays in the surgical procedure. The exact date of this event was unknown but was noted to have occurred in 2023. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pre-test for general condition, check for sticky triggers and check power with the test bench. It was found that the device had cleaning on the coupler levers and charred marks around the contact pins. It was also found that the triggers did not move smoothly and open load was detected leading to the fact that the device was not running anymore. When the device was disassembled it was found that the cleaning marks which were detected on the device could also be detected inside, on both lock slides on both lock screws and on the motor. Furthermore, it was found that the cables came into contact witch each other and the isolation melted. This can happen when the device is not properly cleaned for a long time and gets older leading to water ingress into the device, supported by the cleaning marks inside of the device. This water which went into the device came in contact with soldering and weakened it over time. The cable broke loose from the soldering and got in contact with the other cable leading to the reported failure and the condition of this device. During the testing the reported failures of heat and spark could not be observed, but the signs for this failure are clearly visible inside of the device. Therefore, the reported condition was confirmed. Device history record shows the lot of product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The assignable root cause was determined to be due to the user due to improper reprocessing.